Manufacturer narrative:
Date of event estimated . The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that after hemostasis was achieved on the common femoral vein with the proglide device, a thrombus was identified by ultrasonography in the puncture site. There was no reported treatment. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effect of thrombosis is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that this was a venotomy closure of a common femoral vein using a proglide after an ablation procedure, using a 8fr sheath. No additional information was provided.